Manufacturer narrative:
.

Manufacturer narrative:
Multiple follow up attempts were made asking the customer to upload pump data so that pump information could be reviewed by tandem technical support. The customer did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown and did not turn back on after being plugged in. Shortly thereafter, the customer was able to turn pump on; however, the screen was blank. Pump was at 100% battery when the pump turned on. Customer was able to successfully reload the same cartridge. Additionally, customer reported that the battery depleted from 100% to "low batter" in one day. There was no impact to the customer's blood glucose level. Issue: customer reported that the pump battery depleted all the way from 100 to "low battery" in 1 day. Exact numbers were not obtained; date and duration of last charge: earlier today for a couple of hours until the pump went to 100%; resolution: customer is not able to upload his pump to t:connect at the moment. Cts instructed customer to upload his pump to t:connect. Cts to follow up.